Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be incorrect air pressure setting for valving. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the nurse had called to request a replacement for the notch on the catheter as it broke off the catheter. Stated that another nurse saw the patient and somehow broke the notch off the catheter. Nurse believed that it was an accident but now needed to know how it could get replaced.